Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon investigation, the battery was unable to recharge or power up a test monitor. The cause for the battery failure was isolated to a damaged p4 controller. The connector bar to the p4 pad were broken. The root cause for the damage could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt called zoll customer support to report that he received a battery pack fault. The pt was issued a replacement battery pack.